Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported lever leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use states: loosen the lock lever and the gripper lever caps to de-air. Do not turn lever caps more than half turn in the open direction. After de-airing, tighten the lever caps. The reported leak appears to be related to the user error of turning the levers cap more than half a turn in the open direction to de-air the device which caused the cap to be unstable and resulting in the subsequent leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the lever caps were turned more than half a turn in open direction during preparation. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper lever cap leak. It was reported that during preparation of the clip delivery system (cds), the gripper cap was leaking. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.